Event description:
It was reported that the user experienced intermittent display of dexcom g6 glucose values on the ilet while readings continued to appear on the dexcom app, consistent with a pairing or bluetooth connectivity issue to the ilet, and the user also reported a low glucose episode after potential confusion between selecting a ¿less than meal¿ versus a ¿usual meal¿ announcement. Symptoms included hypoglycemia with the lowest recorded value of 69 mg/dl, without loss of consciousness or other acute complications. Outcomes included transient impact to glucose control with approximately 10¿15 minutes below range, managed with oral carbohydrates (small apple followed by candies) and without professional medical intervention. Investigation included technical troubleshooting and user education regarding bluetooth toggling and correct meal announcement workflow. Investigation of this case revealed intermittent connectivity between the ilet and the dexcom transmitter while the dexcom app continued to receive data, as well as inconsistent user input regarding meal size selection. It was concluded that the event involved hypoglycemia of unclear cause with contributing factors including intermittent cgm-to-ilet communication and possible incorrect meal announcement selection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.